Event description:
It was reported via repair work order that there were no control functions available due to a faulty cpu and footboard. However, the manual CPR release was still functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there were no control functions available and the bed was stuck in high height due to a faulty footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the cpu board did not malfunction and issue was only due to a faulty footboard.